Manufacturer narrative:
A clinical revie was performed and there was no device data present to make a determination. It cannot be determined if the device performed to specification.

Event description:
The customer contacted heartsine to report their device stopped giving voice prompts while in use. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. This issue is patient related and the patient survived the event.

Event description:
The customer contacted heartsine to report their device stopped giving voice prompts while in use. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. This issue is patient related and the patient survived the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Heartsine evaluated the device and could not duplicate the issue. No issue was found with the device. It was noted that the pad-pak used during the event was expired, but the investigation was unable to determine if this led to device suddenly powering off as no pad-pak was returned for the investigation. Cause of the reported issue was traced to the user, due to an incorrectly seated pad-pak which led to the user incidentally powering the device off when removing or applying the electrode pads during the event. The device was archived by heartsine and the customer received a replacement.

Event description:
The customer contacted heartsine to report their device stopped giving voice prompts while in use. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. This issue is patient related and the patient survived the event.